Event description:
Customer alleged that the side rails were broken. Additional reportable malfunction for this device; customer alleged that the pendant is cut on the bed and that the wires were exposed on the pendant.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.